Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 5 events for the failure: fracture. - 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 5 events were reported for this quarter. Product return status. 2 devices were not available for evaluation. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 2 devices: no findings available / part/component/sub-assembly term not applicable 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition. 2 devices: product not received. 3 devices: product disposition is not yet determined. Additional information. 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 4 events for the failure: fracture. - 4 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99010. Supplemental rationale corrected data: b5, h1, h6, h11 5 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 4 previously reported events are included in this follow-up record. Product return status 4 devices were not available for evaluation. Evaluation findings (results/components) 4 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition 4 devices: product not received.